Event description:
As reported by the sapphire study, during a carotid stenting index procedure, a 6mm angioguard did not cross the stent easily during removal of the device, failed to engage in the capture sheath. The physician also reported that multiple post-dilations, multiple head movement manipulations and manual carotid pressure were used to remove the angioguard. There was no adverse event was reported. Per the investigator, the cordis device did not malfunction. The carotid stenosis was heavily calcified and there was difficulty crossing the lesion with balloons. Numerous pre-dilations and post-dilations were performed to be able to get the basket captured with a reprievable device.

Manufacturer narrative:
Complaint conclusion: while attempting to retrieve the angioguard filter through the deployed stent the filter basket failed to engage into the capture sheath after post dilation. The physician reported that multiple post-dilations, multiple head movement manipulations and manual carotid pressure were required to finally retrieve the angioguard. There was no reported patient injury. Per the investigator, the cordis device did not malfunction. The carotid stenosis was heavily calcified and there was difficulty crossing the lesion with balloons. Numerous pre-dilations and post-dilations were performed to be able to get the basket captured with the retrievable device. The product was not returned for analysis. Lake region lot number 10210296 is cordis lot number 71212405. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.